Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that trajectories were inaccurate for no apparent reason. Successful (green) registration was achieved in a quick manner, no patient contact was made prior to dropping instruments, and the trajectory was clearly medial. There was no patient harm or additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the trajectory was between 3.5 and 10mm medial. They did not know the cause of the deviation and it had been reviewed with the surgeon. Additional information received stated that the resolution for the case was a stripped bone mount bridge connection plate.